Event description:
It was reported by the customer, a microbiological culture was performed on a brand new evis exera iii colonovideoscope. On (B)(6) 2022, all channels tested positive for thirty-five (35) colony forming units (cfus) of microorganisms. On (B)(6) 2022, all channels tested positive for three (3) cfus of acinetobacter species. On (B)(6) 2022, all channels tested positive for eight (8) cfus of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocess (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with alkazyme detergent. The instrument/suction channel, suction cylinder, instrument channel port and distal end/areas around the elevator were manually cleaned with alkazyme detergent and olympus brushes. The scope was manually disinfected. The aer used was an olympus edt-4 along with olympus cleaner and detergent. The scope was stored horizontally. The maintenance of the scope was not performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. One (1) cfu of gram-positive bacteria was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, no defects or lack of conformity were found. The instrument was sent back to the end-user without any repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.